Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 513 mg/dl with increased thirst and frequent urination after waking up to find the pump on the verify screen. The patient reported that the pump verify screen was confirmed but one hour later the pump was on the verify screen again. The patient confirmed no known damage to the pump or battery cap. The patient reportedly delivered a correction injection and blood glucose levels decreased. This report is made based on the allegation that the patient experienced hyperglycemia related to a pump power issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was one reboot observed in the pump history on (B)(6) 2012 at 8:30 pm; pump delivery was not resumed until (B)(6) 2012 at 9:10 am. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no damage observed to the battery compartment or cap. The battery cap was able to attach securely to the pump and the pump powered on normally. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no power event occurred during testing. The battery cap was tested and found to be within specifications. The pump was opened and no damage was found to the power circuit. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.